Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "when the tubes are placed in the centrifuge, it is evident that their lid has lost air tightness and they become loose. Sample must be taken again."

Manufacturer narrative:
H.10. Bd had reported in MFR # 1024879-2021-00231 that CAPA # 1875009 had been opened to address the issue. This was the incorrect reference #. Refer to CAPA pr # 3741863 for complete documentation and action plans.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "when the tubes are placed in the centrifuge, it is evident that their lid has lost air tightness and they become loose. Sample must be taken again."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "when the tubes are placed in the centrifuge, it is evident that their lid has lost air tightness and they become loose. Sample must be taken again."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation of material # 367812, batch # 0286251. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions (CAPA) 1875009. H3 other text : see h10.